Manufacturer narrative:
Follow-up #1: date of submission 2/9/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/18/2017 with the following findings: ¿cs087¿ alarms observed in the b/box. During the investigation, ¿cs069¿ alarm was reproduced during rewind- steps. The ¿cs69¿ failure is defined as language file corruption while retrieving language text. The error is resident to flash chip (u39). Additionally, the battery compartment is cracked from case seal traveling to grip pad.

Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a call service alarm issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as he issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.